Event description:
The following was reported to gore: on (B)(6) 2020, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient presented emergently with a proximal type 1a endoleak that resulted in a vessel rupture. The physician explanted the three aaa devices and the rupture was repaired surgically. The endoprostheses were discarded at the facility. The patient tolerated the procedure.